Event description:
Medtronic received a report that the patient was undergoing treatment of an amorphous, unruptured left vertebral artery aneurysm with a max diameter of 4.5mm and a 3.9mm neck diameter. It was noted the patient's vessel tortuosity was severe. The landing zone was 1.7mm distally and 2mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the access past the aneurysm was not able to be achieved from the left side. Attempted coil placement but coils would not stay in the aneurysm. The physician decided to cross from the right vertebral artery and deploy a pipeline vantage. The device was deployed without incident. After the procedure was concluded, the patient vomited and became unresponsive in recovery. A CT scan was conducted, and a hemorrhage was seen. External ventricular drain (evd) was placed, and the patient became responsive. Approx 30 mins later, the patient became unresponsive again and the pupils were fixed. The angiographic result post procedure showed good apposition, and no complications noted. The pipeline used for an indication that is not approved (off-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The patient deceased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported catheter was an sl10 j shape. Coils attempted were fc-3.5-6, stryker tetra 4x8.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.